Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. The physician advanced the 3.0x12mm quantum maverick balloon catheter to the lesion and on the first inflation, inflated it to 8 atms. Then on the second inflation, the physician attempted to inflate the balloon to 12atms, but the balloon would not inflate. The device was removed intact and a "punched" hole was observed. There were no pt complications. The procedure was successfully completed with another 3.0x12mm quantum maverick balloon catheter. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.